Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding another patient's implantable neurostimulator (ins). Information was reported that a patient mentioned talking to another patient who told her that their leads had moved, but the patient didn't know their name or any other details about this event. She said "it¿s a closed group the patient goes to, the patient was just sharing that with the group. This was said to the group and not just the patient". No further complications were reported. No patient symptoms were reported. [Please refer to (B)(4), ins draining fast].